Event description:
It was reported that during a routine follow-up, an increase in capture threshold and pacing lead impedance were observed. Exit block around the tip of the lead was suspected. Rv output was decreased and the patient will be supported with lv pacing. No patient symptoms were reported and normal follow-up is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.